Manufacturer narrative:
(B)(4). A service history review was performed and revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 101 alarm. The home patient (hp) was connected at the time of the alarm. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. It was reported that the initial drain volume was 130 ml and the initial drain alarm was set to 0 ml. The peritoneal dialysis registered nurse had the care giver set the initial drain alarm to 2500 ml for their manual drain before the cycler exchange. There was no patient injury or medical intervention associated with this event. No additional information is available.